Event description:
It was reported that error code 41622 occurred, indicating a motor timeout error. The event happened during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed four occurrences of error code 41622. Functional testing was performed, and the reported issue was duplicated. The cause was identified to be misaligned motor gears, with the hub gear pulling loose from the motor.